Manufacturer narrative:
Ptc investigation result received on 27-aug-2015 ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the microinsert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "confirmed quality defect". Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no adverse events have been reported, a batch investigation with respect to similar ae cases and the evaluation of causal relationship to the potential quality deficit are not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure device broke at the fifth coil level on tubal orifice area. This event, regarded as device breakage, is listed according to technical assessment. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a product technical analysis will be performed to further investigate the event. However, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Based on the provided information, quality deficit was confirmed. However, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c64472, implanted on (B)(6) 2015. During placement, in the operating room, device broke at the fifth coil level on tubal orifice area. There was no cause related to the patient that could explain the event. Bilateral placement was performed, but the surgeon was not sure about method's efficacy as insert was partial. Follow-up received on 10-jul-2015: information received states that breakage was diagnosed via hysteroscopy during placement. The instructions in the IFU were followed. Health care professional reported that essure insert was not removed and states that it was not medically necessary to remove it. The broken pieces were retrieved from uterus and patient experienced no injury. According to the reporter, the breakage could not have led to serious injury under less fortunate circumstances. No further information will be provided. Case considered to be closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure device broke at the fifth coil level on tubal orifice area. This event, regarded as device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a product technical analysis will be performed to further investigate the event. However, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis is expected.